Event description:
It was reported that the procedure was to treat a 100% stenosed, heavily calcified heavily tortuous left circumflex artery (lcx) lesion. The 2.75x12mm nc traveler balloon dilatation catheter (bdc) was not soaked prior to use. The bdc was advanced to the target lesion; however the balloon would not inflate after being pressurized to 18 atmospheres (atm) multiple times. Therefore, the device was removed from the patient, and the procedure was completed with another nc traveler and a xeince xpedition was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return analysis noted the hypotube was separated 57.7cm distal to the strain relief tubing. Follow up was unable to confirm when the separation occurred.

Manufacturer narrative:
E1 (B)(6). H6 - medical device problem code 2017 clarifier: incorrect prep. Visual and functional analysis was performed on the returned device. The reported separation was confirmed. The reported inflation issue could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc traveler rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported inflation issue or separation. Possible factors that may contribute to difficulty inflating may include, but are not limited to, manufacturing, poor connection with the inflation device, damage to the device, patient anatomical morphology and patient disease state. Return device analysis noted that hypotube was separated. In this case, it is possible that the bdc was inadvertently mishandled during advancement which may have resulted in the shaft kinking and subsequently the reported inflation issue and upon further manipulation of the device during removal he hypotube ultimately separating; however, since limited information was provided, a conclusive cause cannot be determined. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.